Manufacturer narrative:
On (B)(6) 2023 the customer reported a blank display, up/down keypad buttons not working, scratches on the lcd screen and the keypad overlay. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the middle (enter) keypad button, scratched keypad overlay, scratched lcd window, scratched case, crack in the case on the battery tube side which starts at the left belt clip rail, both left and right belt clip rails bent out of position. Most of the scratches on the lcd window are located in the upper right corner and are minor; the menus can be read and navigated. The pump was received without a battery cap. The pump passed the displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays were noted during testing. No stuck buttons, multiple press issues, button response delays, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. Thump software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the adapt tool, or in the power management graph. The adapt tool confirms that the following battery related alarms/alerts occurred around the event date: 104=low battery occurred on (B)(6) 2023 @ 08:16:00 and on (B)(6) 2023 @ 17:08:00--these occurred less than the expected interval of 2 weeks of each other. The adapt tool does not list any 61=stuck button alerts within a couple weeks before the event date. The adapt tool does not list any pump errors that could potentially trigger a critical pump error (open book image) whatsoever. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported blank display, buttons not working and scratches on the insulin pump. Troubleshooting was performed and found that there was no damage to the battery cap or the battery cap contacts. The pump display did not return after inserting a new battery and restarting. The issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. The pump will be returned for analysis.